Event description:
It was reported that the anesthesia system had a pressure transducer error. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
This investigation has been finalized. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the user, it has been clarified that the initially claimed pressure transducer error has been related with inspiratory/expiratory one-way valves. Cover/cap that is part of the patient cassette. The user checked the valve cages cover and adjusted them into the patient cassette, the device was returned for use. There were no further failures. There was no on-site visit performed by our field service technician. The inspiratory and expiratory one-way valve caps and valve cage are disassembled during cleaning of the patient cassette and assembled again after the cleaning procedure has been completed. A system checkout is to be performed when the patient cassette is installed in the system. If bacterial-viral filters are used, the manufacturer recommends cleaning the patient cassette once a month. This failure, incorrectly mounted one-way cover, will be detected during system checkout performed when the patient cassette is installed in the system. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. The root cause to the reported issue has not been determined, however most probable related to incorrect assembled one-way cover after cleaning of the patient cassette. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/14/2020. Corrected manufacture date: 06/26/2020.